Manufacturer narrative:
Internal cross reference: complaint (B)(4).

Event description:
Engineering analysis concluded that this event has the potential to result in image misinterpretation due to an artifact from a degraded compensator within the collimator. Therefore, this issue has been determined to be a reportable event.

Manufacturer narrative:
The customer reported a low-density ring-shaped artifact in images. A philips field service engineer (fse) went onsite to evaluate the system. The fse determined a crack in the a-plane collimator was the cause of the issue. The fse replaced the a-plane collimator to resolve the artifact issue. The fse confirmed that there was no harm to a patient and no report of misrepresentation and/or mistreatment as a result of this reported issue. The system is functional and in clinical use. This issue has been determined not to be a reportable event.